Manufacturer narrative:
The reported condition is attributed to a failure of the support arm. This condition was identified by the manufacturer in 1995 and corrective actions were instituted at that time.

Event description:
Notified on 11.01.04 that the irix 70 x-ray system had a broken cable in the scissor arm. Verified scissor arm had not yet been upgraded, and dates / criteria meet recall requirement. Did not break.